Manufacturer narrative:
User was reportedly transgressing a ramp when the chair allegedly veered off the ramp resulting in a fractured elbow. Its unknown if the ramp transgressed was to ada codes. Product has not been returned for evaluation at this time. It is unknown if this incident is the result of the ramp's condition, user error, possible maintenance issues or if a malfunction occurred. MDR filed based on alleged injury.

Event description:
The consumer's daughter states her father was going up a ramp when the chair allegedly veered to the right, causing her father to fall off the ramp onto the ground, resulting in a fractured right arm.